Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0lngx; product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient later reported on (B)(6) 2015 that they were dissatisfied with their hcp (healthcare provider) service. The patient noted never having therapeutic effect. The patient noted loss of bladder control. The patient noted their symptoms were worse. The patient noted: this is not for me. I'm urinating more than I ever did at night. It comes right out." The patient never had a post op appointment to check the incision or device, noting insurance issues. The patient had the surgery, but could not urinate afterwards. The doctor wanted to use a catheter and the patient declined. The patient sat in the bathroom "and finally a drop went out." The patient did not know how to work the remote. At night, the patient wakes up with a backache, "it goes away during the day, and pins and needles. One day, I yelled because it was going up to my shoulders. I think I'm having a heart attack...I call the doctor and she says to turn it down a little. I turn it down. It's still happening. She says then turn it off. I turned it off...but I still get the pins and needles and I'm urinating more at night. It leaks. It comes out. I wear a pad, I always did." The patient didn't go to another doctor. They did tell their gynecologist. In the interim, the patient had a bladder infection. They gave the patient antibiotic. I'm fine. The patient spoke to a kidney specialist who said it can be taken out. The patient noted: they aren't cutting me again." The patient mentioned something about a friend who told her "not to touch anything electronic." The patient also mentioned they are taking "pills" to keep from having an accident. The patient went down to (B)(6) after the implant. "I should be (B)(6)." But if the patient eats too much, "then I feel like I have to go both ways." In summary: the patient had seen no improvement in symptoms since implant, symptoms were worse. The patient does not use the 3037, "I used it once and it was very bad." The patient went for post op appointment, in (B)(6) 2014, and was told they could not be seen due to not having a secondary insurance. The patient had turned the implantable neurostimulator (ins) off "a long time ago." Pins and needles pain in arms and lower backache were noted. No doctor has seen the patient specifically for the implant. The patient went to gynecologist because of uti (urinary tract infection). The patient mentioned they have had cancer and a rotator cuff injury since coming to( B)(6).

Event description:
Additional information received from the consumer reported that the patient wanted it out of their buttocks and needed a new health care provider (hcp). No one at their hcp's office knew what the device was and was not able to help the patient. The patient would have appointments on (B)(6) 2016.

Event description:
It was reported that manufacturer's representative was present to do a pre implant procedure and told the patient she was all set for the implant. Since the implant, the patient had a back ache from the interstim and had a tingling feeling in her fingers and gets shocked every time she touches anything. The patient could no longer eat or go out anymore because, every time she eats something she has to urinate immediately because, the food goes right through her. The patient had lost a lot of weight as a result. The patient felt deceived because, the representative and the doctor never told her these things would happen. The patient wanted the device out but doesn¿t want any more surgery and her doctor refuses to help her because he wants more money. The patient wanted someone to call her back. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.